Event description:
Customer reported receiving a low reading from their abbott diabetes care device. Customer reported a low reading of 23mg/dl,35 mg/dl and 19 mg/dl which was lower than a freestyle libre scan in reading of 114 mg/dl,112 mg/dl and 142 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been returned back for investigation. However, extended investigation is pending at this time. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(4). Has been returned and investigated. Visual inspection has been performed on the returned reader and damage was observed to the usb port on the returned reader. Reader was successfully communicated with software and also gets charged. Damaged usb port does not impact reader functionality and does not contribute to the customers complaint. Control solution testing was performed and the control solution test was satisfactory. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. At this time the precision strip has not yet been returned for this complaint and a valid serial number has not been provided for strip. Clinical data was reviewed and confirmed that the precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the strip is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their abbott diabetes care device. Customer reported a low reading of 23mg/dl,35 mg/dl and 19 mg/dl which was lower than a freestyle libre scan in reading of 114 mg/dl,112 mg/dl and 142 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.